Manufacturer narrative:
Batch review performed on 20 november 2018: lot 100778: (B)(4) items manufactured and released on 08-jun-2010. Expiration date: 2015-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: the stem appeared with ha coating totally absorbed and with some signs on the neck, most probably occurred during extraction. From the received piece it is not possible to determine the root cause of the event.

Event description:
About 7 years and 8 months after primary the surgeon revised the patient for stem loosening. The surgery was completed successfully. New implants: quadra h lat size 4 and mectacer 32mm ball head medium.